Manufacturer narrative:
Investigation: visual inspection revealed that shaft tip shrink tubing was detached and received separately. There was a small tear along one side of it. There was some evidence of blood on the scissors. There was evidence of heat shrink shape along where the metal pins move. Based upon the visual observations, the reported complaint for "cover detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7x scissors tip of the black cover was out of place and remained in the patient body. The surgeon had to make an additional incision to retrieve the piece under direct vision. A new kit was used to complete the procedure. There were no other patient effects. The product was returned.